Event description:
It was reported that during a lumber fusion from l4-l5, the surgeon was inserting the polyaxial screw and the head broke off. The surgeon used a backup screw. There was no harm to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and the screw was in good condition. The polyaxial head and collar were attached and in the correct position. The returned device did not match the complaint condition. The only evidence of use was some very minor scratches in the blue anodize of the stardrive recess. This complaint is invalid from a design standpoint. Placeholder.